Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt who was in cardiac arrest and showed a ventricular fibrillation rhythm, the device failed to discharge and displayed a "poor pad contact" message on the first 3 attempts to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.